Manufacturer narrative:
The device remains implanted. Therefore, the device will not be returned for analysis. Conclusion: the device hisotry review (DHR) is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances are known potential adverse effects per IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve (pav). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, pauses to 2.5 seconds were noted via electrocardiogram (ECG). The frequency of these pauses increased over 2 days. The physician was unable to determine whether these pauses existed prior to the implant of this valve. A permanent pacemaker was placed 2 days post valve implant, resolving the pauses. No other adverse patient effects were reported.